Event description:
Devices or parts were not received for investigation. Device history record was reviewed, no event linked to the reported issue was observed. Device logs were not provided so no review could be performed. However, one photo displaying the error 42-0004 on device screen was sent which confirms the reported event for at least one device. Note that there is no serial number associated to the photo. Due to the lack of available information on this complaint, the event cannot be confirmed and the cause remains unknown. A CAPA was opened on defective pressure sensors but as this event is only partially confirmed it cannot be directly linked to it. This complaint is not confirmed. The trend is abnormal and reported risk is lower than estimated risk.

Event description:
Error 42.